Manufacturer narrative:
The customer¿s initial event report was misunderstood to indicate a ballooning of the silicone segment; however new information received from the customer indicates the event was a report of air in the tubing and the event is no longer reportable.

Event description:
The customer reported that during an infusion the tubing balloned below the filter. No patient harm was reported, no further information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.